Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable as it was not explanted during the revision procedure and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable as it was not explanted during the revision procedure and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02242; 0001822565 - 2019 - 02244.

Event description:
It was reported patient underwent left hip revision approximately 8 years post implantation due to elevated serum cobalt and serum chromium levels, pseudotumor, and corrosion. Subsequently, patient had an incision and drainage procedure done twice and was revised approximately 4 months post revision due to a possible site wound complication. Attempts have been made and additional information on the reported event is unavailable at this time.